Manufacturer narrative:
The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device illuminated it's service led and freezes during power up self-test. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.